Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the subject device being returned to the olympus by the customer without implementing or completing a reprocessing at their facility - from this, the foreign material remained in the nozzle of the device. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, because the guide pin of the electrical connector was shaved the water tightness was lost, the plastic distal end cover had a dent, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the connecting tube had a scratch and a wrinkle, switches 1 and 4 had wear, the universal cord had a scratch and a wrinkle, the control unit had discoloration, the indication on the scope connector was peeled, and the adhesive on the bending section cover rubber had a white-clouded area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope biopsy forceps could not be removed from the forceps channel during biopsy. The issue was observed during an unspecified procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event. Additional information has been requested regarding this event; however, it has not been received. The device was returned to olympus for a device evaluation and found foreign material came out of the nozzle and the distal end, and the forceps channel port had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.